Event description:
A pt (age and gender unknown) underwent a therapeutic ercp procedure for placement of a plastic biliary stent. This complaint is linked with previously submitted (23september 2005) medwatch 6000123-2005-00074. The clinician experienced difficulty with attempts to deploy the stent, due to the coating on the hydra jagwire. The area of ptfe where the blue/black covering meets the yellow/black portion began to fray. The stent was passed over the hydra jagwire with difficulty. The stent was placed successfully. The pt did not sustain any known ill effect as a result of the failure to deploy the stent over the guidewire. Pt condition listed as fine.